Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out of range ra pacing impedance measurements. Inappropriate atrial tachy response (atr) episodes were stored due to oversensing in unipolar following the out of range measurements. Out of range measurements were unable to be recreated in bipolar configuration. Technical services (ts) discussed programming the lead configuration to bipolar sensing/unipolar pacing. No adverse patient effects were reported.

Event description:
It was reported this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out of range ra pacing impedance measurements and a lead safety switch (lss). Inappropriate atrial tachy response (atr) episodes were stored due to oversensing in unipolar following the out of range measurements. Out of range measurements were unable to be recreated in bipolar configuration. Technical services (ts) discussed programming the lead configuration to bipolar sensing/unipolar pacing. Additional information was received which indicated that the patient exhibited seven syncopal episodes in the month due to asystole, pacing inhibition and a spike on the right ventricular (rv) impedances. Isometrics were done and no noise was reproduced. The patient then was rolled from side to side as sometimes it happened when turning on the side. The clinic checked the thresholds and unipolar and bipolar were both the same. X-ray was performed and did not show any signs of integrity issue. A spring contact was suspected. Additionally, the minute ventilation (mv) was disable due to a signal artifact monitoring (sam) episode. Subsequently, this pacemaker and the non ra lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out of range ra pacing impedance measurements and a lead safety switch (lss). Inappropriate atrial tachy response (atr) episodes were stored due to oversensing in unipolar following the out of range measurements. Out of range measurements were unable to be recreated in bipolar configuration. Technical services (ts) discussed programming the lead configuration to bipolar sensing/unipolar pacing. Additional information was received which indicated that the patient exhibited seven syncopal episodes in the month due to asystole, pacing inhibition and a spike on the right ventricular (rv) impedances. Isometrics were done and no noise was reproduced. The patient then was rolled from side to side as sometimes it happened when turning on the side. The clinic checked the thresholds and unipolar and bipolar were both the same. X-ray was performed and did not show any signs of integrity issue. A spring contact was suspected. Additionally, the minute ventilation (mv) was disable due to a signal artifact monitoring (sam) episode. Subsequently, this pacemaker and the non ra lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. Correction: device codes (5): code a070909 added and code a090804 removed.

Event description:
It was reported this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out of range ra pacing impedance measurements and a lead safety switch (lss). Inappropriate atrial tachy response (atr) episodes were stored due to oversensing in unipolar following the out of range measurements. Out of range measurements were unable to be recreated in bipolar configuration. Technical services (ts) discussed programming the lead configuration to bipolar sensing/unipolar pacing. Additional information was received which indicated that the patient exhibited seven syncopal episodes in the month due to asystole, pacing inhibition and a spike on the right ventricular (rv) impedances. Isometrics were done and no noise was reproduced. The patient then was rolled from side to side as sometimes it happened when turning on the side. The clinic checked the thresholds and unipolar and bipolar were both the same. X-ray was performed and did not show any signs of integrity issue. A spring contact was suspected. Additionally, the minute ventilation (mv) was disable due to a signal artifact monitoring (sam) episode. Subsequently, this pacemaker and the non ra lead were explanted and replaced. No additional adverse patient effects were reported.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.